Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Review of the event history log found 'improper shut down' messages as evidence for customer-reported allegation 'power off when the door was closed'. The reported condition could not be verified as evaluation did not properly assess for the reported condition of device powers off when door is closed. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powers off when the door was closed. The event happened during testing in biomed service department. There was no patient involvement. No additional information is available.